Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks b5 event description and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that under fluoroscopy there didn't appear to be any damage to the lead itself or, that lead had dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was surgically abandoned. No additional adverse patient effects were reported.